Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Event description:
The customer alleged discrepant, high ggt results on 2 patients when testing was performed 2 reflotron plus analyzers. The serial number of one of the reflotrons is (B)(4). The serial number of the second analyzer is unknown. It is unknown which patient was run on which reflotron. All samples were capillary blood. All 4 tests were performed using the same vial of test strips. Patient 1: initial ggt = 6.24 (units not provided). A new capillary sample was obtained and analyzed on the same instrument, which yielded a ggt = 0.12 (units not provided). The initial result was not reported outside the laboratory. Patient 2: initial ggt = 4.07 (units not provided). A new capillary sample was obtained and analyzed on the same instrument, which yielded a ggt = 1.85 (units not provided). The initial result was not reported outside the laboratory. There was no allegation of death or serious injury pertaining to this event.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Test strips returned by the customer to the manufacturer displayed no visual defects. Testing of the returned strips and the manufacturer's retention product from the same production lot yielded acceptable results when tested with heparinized blood and with control material.

Manufacturer narrative:
Testing was performed on the returned customer strips as well as retention samples. All results met specification. No malfunction was identified. No adverse events were reported in connection with this case.